Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient woke up in the morning and the cgm was 88 mg/dl. The patient did not check their bg reading. After 30 minutes to an hour, the patient passed out. During the fall, the patient hit their body on the table. Her husband called 911. When paramedics rescuers arrived, they treated the patient with 15 grams of glucose gel and the patient regained consciousness after 5-10 minutes. The rescuers did not check a bg and the patient did not recall what the cgm value was. The patient sustained bruises from the fall and was on bed rest for 4 days. The patient did not have to go to the hospital. At the time of the report, the patient was doing good. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.